Event description:
A doctor of optometry reports a pt with topographically-observed "central islands" (corneal irregularities) following a custom sphere myopia laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer number 1061857-2007-00447. Pt records do not indicate an injury for the right eye. At 6.5 months post-op, bcva in the right eye was equal to the pre-op measurement and ucva had improved from 20/30 to 20/20. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.